Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was replaced with advanced technology intraocular lens (atiol). As a result, the iol was explanted 2 months, 9 days following the initial implant procedure. Additional information has been requested, yet no new information received.